Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The bi ventricular failure and the outcome were not considered to be device or therapy related. The pump functioned as intended. The left ventricular assist device (lvad) was deactivated. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that passed away due to bi-ventricular failure in cardiac care unit (ccu); bi-ventricular failure was a progression of their heart failure.